Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped working and went blank. The customer's blood glucose was 140mg/dl. After troubleshooting was complete, customer stated the display did not return. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer agreed to return insulin pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation; no blank display was noted and no display anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.